Manufacturer narrative:
The insulin pump received with insulin flow blocked alarm during the displacement test due to an insulin bottle plastic cap stuck inside of the reservoir tube. The insulin pump passed the self-test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify prime/fill anomaly due to pump being cut open to remove the reservoir tube obstruction. The insulin pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were unable to put a new reservoir because piston did not retract all the way. The customer's blood glucose level at the time of incident was 190mg/dl. The customer was advised the pump would be replaced and returned for analysis.